Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 15 days. Based on the op report provided, it states that his patient has had "multiple operations for first enterococcal and then (B)(6). I most recently operated him on approximately 2 weeks ago and replaced his aortic [and] mitral valve. Despite having a perfect technical result on echocardiography in the operating room. He has developed progressive dehiscence of the posterior aspect of his mitral valve. He also has developed some aortic insufficiency. Following extensive discussion of risks and benefits, he consented returned to the operating room for high-risk reoperative surgery. We had good view of the mitral valve. There was clear dehiscence posteriorly. It was unclear whether this was related to infection or not. I carefully removed the prosthetic mitral valve. We returned our attention to the mitral valve and was clear to me that the annulus was greatly attenuated and fragile posteriorly. I therefore chose to fashion a bovine pericardial patch to about 4 o'clock to 8 o'clock from the perspective from the surgeon. This was run into the ventricle with multiple closely spaced 4.0 prolene sutures. It then was brought up across the posterior left atrium. Once this was completed, we sized the annulus for #29 [edwards] magna stented bovine pericardial bioprosthesis and seated this in the usual way." The patient was discharged home with IV antibiotics.

Manufacturer narrative:
Device code = dehiscence. Eval code = device not returned. The patient has a known history of endocarditis and mitral and aortic valve replacement 2 weeks prior to this operation. It is possible that this event was related to the patient's previous infection. Unfortunately, the explanted aortic valve was not returned for analysis; therefore, the root cause of this could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Please note that this patient has other related events. Reference the mdrs submitted under device serial # (B)(4).